Event description:
The customer reported that the touchscreen had physical damage. It was unknown how the issue was found. No patient or user harm reported. The biomed reported that the v60 touchscreen was cracked. The customer also requested that the v60 performance verification testing be completed. Further information has been requested. If additional information becomes available at a later date, a supplemental report will be submitted.

Manufacturer narrative:
Upon further investigation, it was determined that the event does not meet the criteria of a reportable complaint, as the issue was for physical damage. Therefore, this complaint no longer meets reportability requirements.